Event description:
It was reported that during the procedure to adjust the ultrabotton plate, the doctor changed surgery technique before tipping. The doctor gave up using ultrabotton adapter to use absorbable screws, choosing smaller than the size of the tunnel had to use two absorbable screws.

Event description:
It was reported that during the procedure to adjust the ultrabotton plate, the doctor changed surgery technique before tipping. The doctor gave up using ultrabotton adapter to use absorbable screws, choosing smaller than the size of the tunnel had to use two absorbable screws. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the product and reported incident was established. From the information provided, the doctor changed surgery technique before tipping. Additional information states the doctor did not know how to use the material correctly and changed the surgical technique, but chose a screw of the wrong size and so had to use another screw to finalize the acl procedure. Visual evaluation shows only cortical button and graft loop partially undone were returned. Functional test could not be performed as the device is a single use device. Based on visual observations, customer's complaint was confirmed. An exact root cause cannot be determined with confidence as product was not returned; however, factors that could have contributed to the reported event include: incorrect use. Incorrect use of the device can result in device failure or damage to the device. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality: use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. Completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. Preoperative and operating procedures, including proper patient selection, knowledge of surgical techniques and proper selection and placement of the implant, are important considerations when using this device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.